Manufacturer narrative:
Implicated product is a port with attachable 8.0 fr. Catheter in a peel-apart introducer system. Product received for eval is a port with attached catheter. Entire assembly measures 9.35 inches long. Complaint sample is received with cath-lock secured inn place backwards (radiopaque ring butts against port). An indeterminate number of needle puncture sites are in port septum, dried serous residue is trapped between cath-lock and catheter and graduated depth markers are printed along lenght of catheter outer diameter. A lot history review reveals no related mfg issues and no similar complaints for this lot. Port catheter patency is demonstrated by flusing and aspirating assembly using a 12cc syring armed with a 22 ga. Non-coring needle. No leaks are noted when occluding catheter's distal tip and hydraulically pressurizing assembly with colored water to sustained pressures greater than 25 psi. Retraction of cath-lock and catheter from port sem is easily done, however, cath-lock cannot be removed from catheter's proximal end, leak testing is accomplished on loose catheter by affixing 12cc syring with a large bore blunt connector. No leaks are noted when tubing is pressurized from either end. Ten power magnification of cath-lock outer diameter shows small impressions in platic orifice and inner diameter are unremarkable under microscipic exam. Under 10x magnification, needle puncture sites appear to be result of non-coring needles. Tactual and microscopic exam of catheter outer diameter and distal tip is unremarkable. Complaint of a subsutaneous leak is unconfirmed. Occasionally, fibrin sheaths will form over a catheter's opening, encapsulating catheter. This results in solutions administered through catheter exiting catheter's distal tip and traveling back up catheter through capsule created by fibrin sheath. On x-ray, this may appear as a leak. Fibrin sheaths may be dissolved using availble chemicals. Add'l, instructions for use cautions against use of traumatic instruments during implantation to prevent mechanical damage ot device components. Cath-lock had been reversed on complaint sample. Instructions for use illustrates appropriate manner to engage cath-lock.

Event description:
The report was pllaced on 10/17/96. On 3/5/97, the catheter was noted to be leaking.